Manufacturer narrative:
Date of event: please note that only the month and year are known. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional (hcp) reported through a manufacturer representative that the skin at the implantable neurostimulator (ins) implant site became thin and discolored as of (B)(6) 2020. The hcp noted the issue was ¿severe¿ in nature and the cause was unknown. There were no external factors reported in particular that may have led or contributed to the issue. It was noted that ointment was applied to the patient¿s skin and the ins remained in use as of (B)(6) 2020. Additional information received at the time of report indicated the patient¿s ins had become exposed due to infection. The ¿last sign of infection appeared in (B)(6) 2019¿ with the specific date unknown. It was noted that a pocket correction operation was performed on (B)(6) 2019 and that the ins was ultimately scheduled to be explanted on (B)(6) 2020. The issue remained unresolved as of (B)(6) 2020. There were no further complications reported or anticipated. The disease the patient was primarily/originally treated for was postoperative and intractable pain.